Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Additionally, it was reported that the patient had taken medication(s) that contain acetaminophen. Labeling indicates: make sure you have not taken any medications containing acetaminophen (such as (B)(6)). At the time of contact, no injury or medical intervention was reported.